Event description:
Had thermage -a/k/a thermacool, cool touch- done on forehead and full face 4 months ago. The product does not list loss of facial fat as a possible side effect. Pt has lost significant fat in their face and it keeps dying off, an affect pt is told, resulting from the thermage going deeper then the collagen layer and heating and destroying the subcutaneous fat layer. This, pt is told by thermage, causes the fat to die and be absorbed by the body. They do not know at this time if it can regenerate however, it has happened to many pts besides this pt. Causing pt's face to look very thin and muscle structure, tendons to become prominent looking. Cheeks look hollowed out and had no tightening or lifting as the product states. Many pts are complaining they have been severely damaged with waffeling and dimpling of facial skin.